Event description:
As reported, during a transurethral ureteroscopic lithotripsy stone fragmentation and stone removal procedure, "four wires at the end of the basket" of a ncircle tipless stone extractor broke after removing approximately seven stones and could not be used further. The basket closure was tested prior to use on the patient and was found to be functioning normally. The procedure was completed successfully by using a new same type of device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital, e1 phone: (B)(6). G4 - PMA/510(k) # exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.